Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported.

Event description:
It was reported that left ventricular capture management (lvcm) has not been able to run since implant two weeks ago, and that there was confusing messaging about the lvcm abort reason. The device remains in use. No patient complications have been reported as a result of this event.